Event description:
Received a voluntary medwatch form via cdrh, in which the customer reports "secondary line came off blue clave port of primary line. Medication delivery was interrupted resulting in sub-therapeutic heparin levels." Upon further query, the following info was rec'd from the customer: the pt was receiving a heparin drip via list #11953, connected to the clave port of an unknown list number, which was the primary line. The IV site was a peripheral line. The heparin line was reported to have "popped off of the clave". It was unknwon to the reporter how the disconnect was discovered or how long the disconnect occurred before it was discovered. A heparin level was drawn with a result of 0.03, the target range is 0.26-0.35. The sets were re-connected and taped. The heparin drip was resumed according to protocol, to reach the target range. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was available.